Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000186, serial/lot #: rev. 3 : s/n (B)(6), , UDI#: h3: analysis of the returned uninterruptible power supply (ups) found no anomaly. Coding updated: conclusion code 4307, result code 4203, and method code 10 pertain to the imaging system checkout. Conclusion code 4307, result code 213, and method code 10 pertain to the ups. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000186, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The mvs issue was confirmed; would not power up. The ups was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The (B)(6) was received and analysis was underway. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. There was no patient involvement. Upon mobile viewing stations (mvs) boot-up, the lights on the monitor would not come on. It was noted the power light would come on. The manufacturer representative tried to reseat the monitor cables and rebooting the mvs without resolution. After performing troubleshooting, it was confirmed the issue was with the uninterruptible power supply (ups) in the mvs. No complications were reported/anticipated.